Event description:
Healthcare professional reported right side "implant rupture". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: visual analysis of the photographs identified: red particles on the surface of the shell and opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to spec opening, curved on posterior and black particles in the shell. A visual and microscopic analysis was performed which identified, opening crease sharp on posterior, crease fold and wear abrasion. Based on the device analysis, the final assessment is: an opening crease sharp on posterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, right side "implant rupture". Device has been explanted and replaced with a non-allergan device.